Event description:
I have 2 vicks vaporizers visosgn series. One I purchased last year, the other at (B)(6) on (B)(6) 2015. I live in (B)(6) and we have very hard water. I read the instructions about salt. I put a cup of vinegar in when I filled them with water, to help with the deposits when the water evaporates. I had one unit in the kitchen on the stove burner and the other in my back bedroom where I have been rehaving sick kittens. I went to check on the kittens yesterday, about an hour after I had plugged in the unit. I smelled plastic burning, so I immediately unplugged the unit. I went to pick it up to put it in the kitchen, but the plastic water reservoir was too hot to touch. When it finally cooled enough to move, I tried to take it apart but didn't have the special tool for the screws, star tip. I borrowed one from my neighbor, and was surprised to find the two black rods were disintegrated on the bottom. I am really glad I checked on the kittens because as hot as the unit was, it would have started a fire. I did not see where you couldn't add vinegar. The brochure talked about cleaning with vinegar, so I thought it would be ok. My other unit I purchased last year, was not disintegrated, even though I have been using it since the beginning of (B)(6) with vinegar in it as well. Would appreciate your thoughts on this matter. The number is (B)(4), nothing except the unit was damaged. I found it in time to prevent a I fire. The electrical cord coming from the unit at the top is browned. I guess from the excessive heat. The rods are disintegrated at the bottom. (B)(6). Additional details: purchase date: (B)(6) 2015. I still have the product in my possession: na. Company requested I return to h.m. And they would send new one. Returned (B)(6) 2015 via (B)(6). The product was damaged before the incident: no, brand new, purchased (B)(6) 2015. My concern is the new unit disintegrated. My other, older unit is still ok. I did stop putting vinegar in the water. It was definitely a fire hazard. (B)(4).